Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 48 mg/dl, cause was not known. The customer was treated with intravenous fluids of saline. Reportedly, customer left the ER seven hours later with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. System check with cts confirmed that the pump and related supplies were operating as intended.